Event description:
A healthcare worker experienced tingling and the skin turned white after crushing a processed cyclesure vial. It is alleged that the liquid from the vial came into contact with the employee's hand. The employee was not wearing personal protective equipment (ppe). The customer reported that the vial was over crushed; however, they were using the plastic crusher provided with the box of cyclesure.